Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files did not show any related malfunctions. Upon troubleshooting, fse checked the connectors of the monitor and observed a false connection. Fse disconnected adapters, cleaned the connections, and connected again. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not starting up correctly. No harm was reported to philips. As per the field service engineer, the system was restarted continually to turn it on, and the log files showed a flexvision pc failure. Philips has started an investigation of this complaint.